Event description:
Product complication: none. Time of complication: during hospitalization. Symptoms: increase in enzymes and troponin level, hypotension and anemia. Patient experienced an mi during hospitalization. It was not felt to be device related. Vasopressors/inotropes were adminstered. The event resulted in a new/prolonged hospitalization and the patient's outcome was resolved. The patient was found to have nste (non st-elevation), mi with (increase) in cardiac enzymes and troponim level. There were no EKG changes noted and the mi was thought to be secondary to hypotension and anemia. Supply/demand optimized with transfusion of two units of packed red cells, blood pressure support, diuretics, isordil and heart rate control. No additional information was available.